Manufacturer narrative:
(B)(4).

Event description:
The customer reports a kink in the swg (spring wire guide) found before use.

Manufacturer narrative:
(B)(4). The customer returned one opened cs-24706-e kit for evaluation. The spring-wire guide assembly was examined and no issues were identified. The spring-wire guide was examined and found to be kinked in several places. Coil offset was observed at the kinked areas, typically an indication of use. The spring-wire guide assembly protective cap was not returned. No damage were identified with the tray and lid stock. The length and outer diameter of the spring-wire guide were measured and were found to be within specification. A manual tug test was performed to confirm both welds were intact. A device history record review was performed and no relevant findings were identified. The customer reported issue of the spring-wire guide becoming kinked was confirmed during the sample investigation. The spring-wire guide was kinked in several areas, but no damage was identified on the spring-wire guide assembly or with the tray and lid stock. A device history record review was performed and no relevant findings were identified. Based on the information and sample provided the probable cause of this issue could not be determined. A conclusion code could not be found as the complaint was confirmed; however a root cause was not established.

Event description:
The customer reports a kink in the swg (spring wire guide) found before use.